Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome ¿ other. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient called the hcps office regarding the pump alarming. The personal therapy manager (ptm) showed an 8476 code (motor stall). The patient was seen at the hcps office, and the logs were read confirming a motor stall with no recovery. It was unknown what factors might have led or contributed to the issue. No patient symptoms were reported. The hcps office was to plan for a pump replacement. The issue was not resolved at the time of the report. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Interrogation of the pump on receipt indicated that the pump was delivering morphine (25 mg/ml at 0.155 mg/day) and lioresal (100 mcg/ml at 0.62 mcg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s pump and dosing as of the last update of the pump on (B)(6) 2017 was morphine 25 mg/ml; 4.997 mg/day and lioresal 100 mcg/ml; dose 19.99 mcg/day. The patient¿s weight at the time of the event was (B)(6) pounds. According to the logs a motor stall occurred (B)(6) 2017 07:10, with recovery on (B)(6) 2017 10:00. A motor stall occurred again on (B)(6) 2017 04:02, no recovery was seen in the logs. The patient experienced a return of pain. The patient was scheduled for replacement surgery on (B)(6) 2018. The pump was sent to pathology per account protocol. When they are able to release it, the pump will be returned to the manufacturer. After the pump replacement on (B)(6) 2018 the medication in the pump was morphine 25mg/ml; 15.005mg/day. The provided information has been confirmed with the physician.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported they spoke with the hcp that day, and they believed the issue to be resolved.